Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in ireland, a 26mm sapien 3 ultra valve was implanted in the aortic position via the transfemoral approach. During valve deployment, an ectopic beat occurred, resulting in the valve embolizing into the aorta. The valve was captured and deployed in the ascending aorta. A second sapien 3 ultra valve was deployed in the intended position. At the time of the report, the patient was in stable condition and doing well. Both valves remain implanted in the patient.

Manufacturer narrative:
Corrected information: section b5 - event description, section d1 - brand name, section d4 - model number. Additional information: section d4 - serial number, expiration date. Section h4 - manufacturer date.

Event description:
Corrected information was received for the event. It was previously reported that a 26mm sapien 3 ultra valve was used for the tavr procedure. New information indicated the valve was a 29mm sapien 3. The second valve implanted was also a 29mm sapien 3 valve.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 29mm sapien 3 ultra valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3 IFU, and procedural training manual was reviewed for instructions and guidance. The procedural training manual provides guidance on aortic thv embolization. Aortic embolization management indicates to maintain guidewire position through embolized thv so it does not flip, assess patient hemodynamic stability, pull embolized thv across arch as far as possible and deploy and secure embolized thv in aorta. Consider stabilizing thv with additional stent and a 2nd thv if ar is severe and patient unstable. Do not fully inflate balloon due to risk of aortic dissection. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'during procedure, the 29mm valve embolized due to ectopic beat and had to be anchored in the ascending aorta, therefore, a second valve was deployed'. In this case, there was an ectopic beat. The sudden blood ejection resulted from ectopic beat (premature heart contraction) may have caused the valve to move further in aortic direction leading to embolization. In this case, available information suggests that patient factors (ectopic beat) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.